Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The unit was received with slight moisture damage which was found at keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The unit was received with minor scratches on lcd window.

Event description:
The customer's mother reported via phone call that the customer got into a swimming pool while wearing the insulin pump. The customer's mother stated that water was visible under the lcd display. Blood glucose level was 116 mg/dl at the time of the call. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.